Event description:
Caller reported a malfunction on the pump, but no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support in resetting the pump, and the malfunction code did not recur after resetting. Customer was instructed to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.